Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicated that the spectra optia system operated as intended. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Method code: manufacturing review, sterilization process review. Investigation: a service call was placed and a terumo bct service technician performed a full machine check out including verification of pressure and alarms. An auto test and saline run were successfully performed. The machine is functioning per manufacturer's specification. The machine was returned to service. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a pediatric patient underwent a spectra optia exchange procedure. While the rn was disconnecting the patient the patient expired. The customer stated that the physician determined the cause of death was due to pseudomonas sepsis with shock. The customer declined to provide patient identifier the customer declined to provide the autopsy results and discharge summary. This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction. The spectra optia exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the patient had initial reports of sepsis and necrotizing fasciitis. The physician reported that the patient's death was due to their disease state and ultimately caused by pseudomonas sepsis with shock. Based on the evaluation by the physician, the symptoms were due to the donor's physiology. Per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: the cause of death as reported by the physician was pseudomonas sepsis with shock.